Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, the data file was received for review. The customer's report was not confirmed. This complaint will be close as no fault found and will reopen for investigation if the product is received. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing with a fluke qed analyzer, the device gave a "no shock advised" prompt for a rhythm biomed believed was shockable. Complainant indicated that there was no patient involvement in the reported malfunction.